Event description:
The customer reported that the hydrogel plug failed to deploy. The hydrogel plug couldn't be pushed through the coaxial introducer into the lung tract. No patient harm was reported

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. The suspect device was not returned for evaluation, therefore the complaint could not be confirmed and the root cause could not be determined. Nonconformances of this nature are monitored by the operation team.